Event description:
Mammosite device was implanted in 2004. Balloon of device was noted to have ruptured two days after implant. The pt needed to be put under anesthesia to remove the device two days later. The aprtially healed suture line required reopening to remove the device and to replace it with another device.